Manufacturer narrative:
Product usage when the alleged defect was discovered is unknown. The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges that the handle would not power the blade.